Manufacturer narrative:
H3. The returned device (serial#: (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was at normal end of service. Additional longevity analysis performed supported that the device performed as intended and that the battery depletion was consistent with the therapy settings used by the patient. H7. Please note, correction#: z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction#: z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was already out of service after 7 months implant and will be replaced. It was unknown if there were any contributing factors. The issue was not resolved. The patient was alive with no injury. Additional information was received. Serial and implant date of ins confirmed. The patient¿s doctor has stated that the ins fit a short time ago and had an announced a changeover date of 7 months. The manufacturer representative (rep) was able to retrieve the information. Per the implant date on (B)(6) 2023, there are still 7 months to go. For the doctor, the change was too rapid. Session report provided to technical services (ts). Ts performed a longevity estimation using the clinician tablet in demo mode. In case the patient would use the settings from the report from implantation until end of service (eos) (24h/day) the longevity would be the following: since the actual impedances of the patient are around 1000 ohms, the actual longevity would be between 1 year and 1 month and 9 months, which corresponds exactly to what the tablet reports (11 months). So, we can say that based on the settings the patient uses, the actual longevity is certainly not short, but exactly as expected. Ins revision/replacement not scheduled. Additional information was received from a healthcare professional via a rep. It was reported that the doctor wanted the ins to be analyzed because it had a short lifespan of one year and two months. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The ins was changed for a rechargeable model on 09-aug-2024. The issue was resolved. The patient was alive with no injury. A session report was provided. Additional information was received from a healthcare professional via a manufacturer representative (rep). The rep asked about the precautions for decontaminating the stimulator since the patient is a carrier of a resistant and contagious antibiotic germ. Technical services provided information regarding this. Corrective maintenance and repair was needed. The customer communicated written or oral dissatisfaction with the product.